Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user believed that if the drying cabinet was the doubted source of its positive microbe and changed the cabinet and now conducting the second test. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report. (This report of 1st one of 2 endoscopes which was positive for microbiological testing).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the second microbiological testing at the user facility was negative result, the subject device had not been returned to olympus australia and the inspection was not conducted by olympus australia. Olympus australia requested the facility three times to provide the information regarding the reprocess, however the facility did not provide it. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented. (This report of 1st one of 2 endoscopes which was positive for microbiological testing)